Event description:
Further clarification received from the rep clarified that the event was noted to have occurred in ecuador, not puerto rico as originally reported. The event in ecuador was already captured via manufacturing ref: 3005334138-2025-00106. During a procedure, the sheath hemostasis valve was leaking blood. The sheath was replaced, and the patient needed a transfusion.

Manufacturer narrative:
Corrected information: b5, g3, h2, h6, h11. Further clarification received from the rep clarified that the event was noted to have occurred in ecuador, not puerto rico as originally reported. The event in ecuador was already captured via manufacturing ref: 3005334138-2025-00106.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported sealing issue could not be conclusively determined.

Event description:
During a procedure, the sheath hemostasis valve was leaking blood. The sheath was replaced, and the patient needed a transfusion.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.